Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). Due to air ingress in the sheath, the catheter was momentarily removed from the body. It was reported that when reintroducing the catheter into the patient the guidewire became stuck and would not advance. The catheter and sheath were both replaced. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it has already been disposed.